Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occured in (B)(6).

Event description:
Endoleak type ia. We have a note that surgeon described ae as unknown cause (undetermined). Patient will get a new angiography around 6 till 8 weeks. Therefore, we have to accept unknown cause at this time. Patient outcome - "ongoing."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occured in germany.

Event description:
Endoleak type ia we have a note that surgeon described ae as unknown cause (undetermined). Patient will get a new angiography around 6 till 8 weeks. Therefore, we have to accept unknown cause at this time. Patient outcome - "patient is in a good condition."